Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an incomplete bolus alert. Reportedly, the customer's blood glucose level was 352 mg/dl. The customer delivered a bolus successfully prior to the alert. Tandem technical support educated the customer regarding the meaning of the alert. The customer acknowledged that they had navigated to the bolus request screen and did not exit the screen.